Event description:
This unsolicited case from (B)(6) was received on 21-sep-2016 from a physician. This case concerns a female patient of unknown age who received treatment with synvisc and after unknown latency developed pseudo infection (nos). No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into unspecified knee. On an unknown date, after unknown latency, after the third application, the patient started to experience pain on application site and complained about inflammation. It was reported that when the patient saw the doctor, he assessed it as pseudo-infection. It was further reported that the doctor already threw package away so no other information about product was collected. No further information. Corrective treatment: not reported. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant additional information was received on 29-sep-2016: global ptc number and ptc results were added.

Event description:
This unsolicited case from (B)(6) was received on 21-sep-2016 from a physician. This case concerns a female patient of unknown age who received treatment with synvisc and after unknown latency developed pseudo infection (nos). No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into unspecified knee. On an unknown date, after unknown latency, after the third application, the patient started to experience pain on application site and complained about inflammation. It was reported that when the patient saw the doctor, he assessed it as pseudo-infection. It was further reported that the doctor already threw package away so no other information about product was collected. No further information. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: medically significant.

Event description:
This unsolicited case from (B)(6) was received on 21- sep-2016 from a physician. This case concerns a female patient of unknown age who received treatment with synvisc and after unknown latency developed pseudo infection (nos) and had an exuberant unspecified episode. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into unspecified knee. On an unknown date, after unknown latency, after the third application, the patient started to experience pain on application site and complained about inflammation. It was reported that when the patient saw the doctor, he assessed it as pseudo-infection. It was further reported that the doctor already threw package away so no other information about product was collected. The patient performed a culture and antibiogram and the result was negative for both. On an unknown date, after unknown latency, patient was experiencing an exuberant unspecified episode. Patient was submitted to an antibiotic therapy and made use of non-hormonal anti-inflammatory with partial success and was forwarded to physiotherapy. No additional data was provided. Corrective treatment: antibiotic therapy and non-hormonal anti-inflammatory for exuberant unspecified episode and non-hormonal anti-inflammatory for pseudo infection (nos). Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant. Additional information was received on 29-sep-2016: global ptc number and ptc results were added. Additional information was received on 13-dec-2016 from an other non-health care professional. Additional event of exuberant unspecified episode was added along with details. Corrective treatment for pseudosepsis nos was added. Laboratory tests were added. Clinical course was updated. Text was amended accordingly.